Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported, during a tf tavr case while advancing the valve through the sheath, we noticed that part of the stent frame on the edge of the distal portion of the valve had bent back. This was noticed as the valve was exiting the sheath. The physician decided to move forward with the procedure. The valve was aligned and placed into position across the native valve with ease. They deployed very slowly. There was no vascular complication associated with this event. The patient did great. The patient had some calcium on the posterior common femoral artery wall, but they tried to stick above that area of the artery. They did not seem to have more resistance than usual, pushing the valve through the sheath.

Manufacturer narrative:
H.6 updated based on evaluation closure. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the valve frame damage. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. Calcification and tortuosity were present in the patient's access vessels. The IFU, device preparation manual, and procedural training manual were reviewed. Caution is to be used if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances and/or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve frame damage was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr case while advancing the valve through the sheath we noticed that part of the stent frame on the edge of the distal portion of the valve had bent back. This was noticed as the valve was exiting the sheath. ' per imagery evaluation, the patient's access vessels had presence of calcification and tortuosity. The tortuous access vessel could create a suboptimal insertion angle during delivery system (with crimped valve) advancement, which could lead to the crimped valve interaction with calcification resulting in bent strut. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event.